Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and increased iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Each reported event is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass system procedure, the patient presented postoperatively with hyphema associated with what was described as ¿peaked pupil¿. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the surgeon instituted a maximum glaucoma therapy/treatment. The report notes that additional methods to resolve the hyphema were also discussed. Additional information has been requested.